Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that when starting the console some sort of short circuit happened and smoke came out. There was no harm for patient, operator or third party. This was noticed before the surgery. There was no case involvement. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The service evaluation revealed the device has no function due to a defective power supply. The most likely cause is attributed to wear and tear.